Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.

Event description:
It was reported that the family was always concerned about their son's lack of progress. The patient was explanted on (B)(6) 2011.